Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 8 months. The replaced portion of the repaired driveline was returned for evaluation. The analysis the driveline confirmed the reported low speed alarms and pump stoppage events. Approximately 18¿ of the replaced portion of the driveline was returned for evaluation. Continuity testing revealed that all wires were electrically intact. Removal of the outer silicone jacket revealed some breakdown of the braided shield at the metal connector and in the approximate location of the terminus of the bend relief. Removal of the clear bionate and braided shield layers revealed that the yellow wire was partially fractured adjacent to the metal connector and the inner conductors were exposed. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If the exposed conductors contacted the braided shield while the patient was operating on a tethered power source such as the power module, the resulting short to ground would have caused the reductions in pump function and resulted in the reported low speed alarms and pump stoppages. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient phoned the vad coordinator on (B)(6) 2015 due to observed multiple low speed alarms and was instructed to go to a local cardiology clinic for device interrogation. Upon interrogation, multiple pump stoppage events and driveline disconnect alarms were noted on the event history. The alarms occurred while connected to the power module. The patient also reported feeling lightheaded with the alarms. The patient was transported to the implanting center for immediate analysis. On (B)(4) 2015, review and analysis of the submitted data log file by a representative of the technical services team indicated an abnormal pump operation. Multiple low flow, low speed, pump stoppage, and driveline disconnect alarms were recorded while the patient was connected to the patient cable. It was recommended that the patient be placed on battery power or an ungrounded patient cable. X-rays results of the patient's driveline also indicated a possible compromised area approximately 4 to 5 inches from the system controller. On (B)(6) 2015, an external driveline replacement was performed. No further alarms have been reported. The patient was discharged home.